Event description:
On 04-25-07, a home patient (hp) contacted baxter technical services regarding a check lines and bags alarm that appeared on the hp¿s homechoice machine during priming. The heater bag was not connected properly. The hp removed the spike from the bag to remove the plug and water started flowing from the heater bag. The technical service representative (tsr) advised the hp of potential contamination and to start over with new supplies. The hp was not at home and had no more supplies with him. The tsr referred the hp to the hp¿s nurse for further therapy instructions a follow-up call was placed to the hp¿s nurse and the hp¿s nurse stated the hp was diagnosed with peritonitis in 2007. The hp¿s symptoms were abdominal pain and a cloudy effluent. The hp¿s esrd is secondary to diabetes and the hp¿s medical history includes visual problems. The hp was not hospitalized. The hp was treated with cefazolin ip and ceftazidime ip for about 15 days, and vancomycin ip and gentamycin ip at about 12 days later to continuing. For the date of peritonitis event, the hp's effluent cleared to visual inspection upon completion of the 1st round of antibiotics, but it is not clear if the peritonitis was resolved because no culture was done. It is unknown if the hp has recovered from the second peritonitis event. Per the hp¿s nurse, the hp¿s peritonitis was caused by several breaks in aseptic technique including an incident involving a mini-cap falling off (perhaps due to the hp not tightening it enough) and reusing it. The hp¿s nurse also stated that the breaks in aseptic technique might be due to the hp¿s decreased vision.

Manufacturer narrative:
Homechoice automated pd system 115 volt (2007), homechoice automated pd set w/cassette 4-prong (2007), low calcium dianeal solution strength unknown (2007), 15 liter drainage bag (2007).